Event description:
During surgery on a female pt, the internal handles would not allow discharge. Another set of handles were obtained and the pt was converted. There was no adverse effect to the pt due to the reported malfunction.